Manufacturer narrative:
Per -1072 initial report. Additional information including x-rays, a detailed patient outcome and return of the reported device has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed.

Event description:
A unity pin broke in the patient's femur. The surgeon decided to leave the broken part of the pin in the patient.

Manufacturer narrative:
Per -372 final report additional information, including a detailed patient outcome, pateint medical history, operative notes, patient age and activity level and return of the explanted device was requested in order to progress with this investigation. Not all information was available, however, a pre revision x-ray and the explanted devices were provided for examination. The device manufacturing records for the revised ceramic head and uhwpe liner and the associated trinity cup and trifit ts stem were identified and reviewed; all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Corin is the legal manufacturer of biolox delta ceramic heads, however, they are supplied by ceramtec and thus the fractured device was returned to them for investigation. The investigation conducted by ceramtec highlighted that upon examination of the device the expected, equally distributed, primary metal transfer pattern was not present on the internal taper of the ceramic head and instead an intensive metal transfer pattern was found in the fracture region. The region of the fracture origin was identified and showed characteristics of a hertzian cone crack, indicating a point load situation. The investigation concluded that the ball head complied with its specifications and there were no indications of any pre-existing material defect. A disturbance at the interface between the stem and ball head leading to an increase of stresses probably caused the fracture of the ceramic head. This disturbance could have been cause by tissue shreds, blood or bone particles or an intra-operative damage of the metal neck taper at the interface between the stem and ball head, although this has not been conclusively determined in this particular case. Based on this, corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
A report was received from australia on (B)(6) 2017 regarding the revision of a ceramic head and uhwpe liner after approximately 6 days due to a fractured ceramic head. It was later confirmed on (B)(6) 2017 that this information was incorrect and that the revision surgery occurred on 27 may 2017 approximately 1 year after implantation following a 12 month routine follow up visit where the farctured ceramic head was identified.

Manufacturer narrative:
Per -1072 final report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture and corin has not received any other reports relating to parts from this batch. Review of the post-operative x-rays indicated that the surgeon may have inserted the pins further than needed, therefore, hitting the posterior femoral cortex. This may have resulted in a bending moment being applied to the pin that resulted in the instrument breaking. The investigation conducted by corin concludes that over insertion of the pin may have contributed to this event. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this event report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
A unity pn broke in the patient's femur during surgery. The surgeon decided to leave the pin in the bone.